Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with an error 550:320 failure was confirmed by baxter personnel in the pump's event history. The evaluation is in the process of being completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with failure code 550:320. It is unknown when this condition occurred; however, it is known to have occurred in the sterile processing unit. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a channel a error code 701:00 was neither confirmed nor reproduced during product evaluation. Therefore, no root cause was assigned and no repair was made to correct this condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.